Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: the customer reported that several sets are separating below the drip chamber, and returned 5 representative, unopened samples of the same lot. The five samples were primed and tested along all connections for leaks and separations, but no defects were observed. The complaint cannot be verified from the representative samples. A device history record review 4) for model 2420-0500 lot number 20093078 was performed. The search showed that a total of (b)( units in 1 lot number was built on 22sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown without an observed failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 6 gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material #: 2420-0500 batch/ lot #: 20093078. Caller in pharmacy reports several alaris module tubing sets 2420-0500 with lot# (10) 20093078 separating from below the drip chamber. She states they use these sets to administer chemo, however, no adverse events have occurred because they first prime the tubing with ns and that is when they notice the separation occur.